Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating it had reverted to safety mode with limited critical therapy still available. The patient was indicated to not be pace therapy dependent but was experiencing diaphragmatic stimulation due to the unipolar pacing of the device in safety mode. The patient was admitted to the hospital the day after the alert and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating it had reverted to safety mode with limited critical therapy still available. The patient was indicated to not be pace therapy dependent but was experiencing diaphragmatic stimulation due to the unipolar pacing of the device in safety mode. The patient was admitted to the hospital the day after the alert and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating it had reverted to safety mode with limited critical therapy still available. The patient was indicated to not be pace therapy dependent but was experiencing diaphragmatic stimulation due to the unipolar pacing of the device in safety mode. The patient was admitted to the hospital the day after the alert and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This correction supplemental report was submitted based on a change to the remedial action field in report section h7 to align with the fact that this device is part of an advisory population.